Event description:
Pt called alleging high readings on the lfs. Pt obtained a 121 mg/dl and 262 mg/dl. Tests were done greater than 30 minutes apart from one another. Pt claims they have to " rub the blood on the strips until they can get the confirmation window completely blue". Test strips were in good condition and not expired. Pt had been cleaning the meter properly. The technique of applying blood is done properly. Customer service is replacing strips and sending new lancets, since pt is not using lfs lancets. This case is being reported as a strip malfunction.